Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The ipg was moved from the right flank to the stomach area. The patient was reportedly doing well following the procedure.